Event description:
During a laparoscopic left salpingo-oophorectomy, using ligasure dolphin tip laparoscopic sealer (ref ls1500), one of the wires inside the tip of the instrument broke during use and the device would no longer work. Device lot # s6hb020x exp: (B)(6) 2021. Procedural note: complications: none apparent. Procedure in detail: an open hasson technique was used to place an supraumbilical 10-mm balloon trocar under direct visualization. The laparoscope was introduced and co2 gas was infused for pneumoperitoneum to a pressure of 15 mm hg. Right and left lateral 5-mm ports and a 5 mm suprapubic port were placed under direct visualization of the laparoscope. The patient was placed in trendelenburg and the bowel was displaced up into the upper abdomen. Before we started, we had to deal; with the incisional hernia and used the ligasure to divide the adhesions from the bowel. We identified the round ligament on the left side and it was divided without incident. The ureters were identified and preserved. The left infundibulopelvic ligament was skeletonized, sealed and divided with the ligasure device. We then had to systematically divide the adhesions to the sidewall and cul de sac/vagina to free up the ovaries. The ureters were identified and retracted laterally. After an extensive enterolysis that lasted about 1 hour, we then placed the ovary in a large endocatch bag and it was removed through the supraumbilical port without spillage and sent to pathology for permanent sections. . Hemostasis was observed. The intraperitoneal pressure was dropped, and all planes of dissection, vascular pedicles were found to be hemostatic. Patient discharged same day of surgery.